Event description:
It was reported that the pt programmer displayed an out-of-regulation (oor) message and the "call your doctor" icon. The pt was unable to adjust stimulation. High impedance were measured on two leads. The neurostimulator was reprogrammed to exclude the two leads where high impedances were measured. The pt was doing very well. It was later reported that the pt had pain at the lead site following implant.

Manufacturer narrative:
(B)(4).